Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformanaces or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that this peritoneal dialysis (pd) patient was hospitalized on (B)(6) 2026 due to peritonitis. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient was initially seen in the pd clinic on (B)(6) 2026 due to cloudy pd fluid and abdominal pain. Pd effluent cultures were obtained. The patient was diagnosed with peritonitis. The patient was initiated on intraperitoneal (ip) vancomycin (dose, frequency, and duration not provided). The patient was instructed to come into the clinic to have the antibiotics administered. The cultures were positive for gram positive bacilli, corynebacterium (no species provided). The patient¿s effluent was not clear after being treated for several days of antibiotics. The patient was admitted to the hospital on (B)(6) 2026. The patient¿s antibiotic was changed to meropenem (dose, frequency, and duration not provided). The pdrn stated that the meropenem was also not resolving the peritonitis infection. The nephrologist determined that the patient¿s pd catheter required removal and that the patient had to transition to hemodialysis (hd). The patient¿s pd catheter was removed. The patient was discharged on (B)(6) 2026. The patient was to start in-center hd treatment on (B)(6) 2026. The cause of the peritonitis was a breach in aseptic technique by the patient. The patient has been declining in health and is weak and debilitating. The patient¿s ability to keep sterile technique is compromised due to her health condition.

Event description:
It was reported that this peritoneal dialysis (pd) patient was hospitalized on (B)(6) 2026 due to peritonitis. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient was initially seen in the pd clinic on (B)(6) 2026 due to cloudy pd fluid and abdominal pain. Pd effluent cultures were obtained. The patient was diagnosed with peritonitis. The patient was initiated on intraperitoneal (ip) vancomycin (dose, frequency, and duration not provided). The patient was instructed to come into the clinic to have the antibiotics administered. The cultures were positive for gram positive bacilli, corynebacterium (no species provided). The patient¿s effluent was not clear after being treated for several days of antibiotics. The patient was admitted to the hospital on (B)(6) 2026. The patient¿s antibiotic was changed to meropenem (dose, frequency, and duration not provided). The pdrn stated that the meropenem was also not resolving the peritonitis infection. The nephrologist determined that the patient¿s pd catheter required removal and that the patient had to transition to hemodialysis (hd). The patient¿s pd catheter was removed. The patient was discharged on (B)(6) 2026. The patient was to start in-center hd treatment on (B)(6) 2026. The cause of the peritonitis was a breach in aseptic technique by the patient. The patient has been declining in health and is weak and debilitating. The patient¿s ability to keep sterile technique is compromised due to her health condition.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: there is a temporal relationship between peritoneal dialysis and the use of the liberty cycler set and the patient event of peritonitis with hospitalization and transition to hemodialysis. However, there is no documentation in the complaint file to show a causal relationship between the adverse event and use of the liberty cycler set. Additionally, there is no allegation of a cycler set defect reported for the event. The cause of the patient¿s peritonitis was attributed to a breach in aseptic technique. This is supported by the culture results of corynebacteria. ¿corynebacterium species belong to the physiological flora of human skin and mucous membranes.¿ this patient had a history of not following aseptic technique and it was exacerbated by the patient¿s declining health. Based on the available information and no allegation or evidence of a defect, the liberty cycler set can be excluded as the cause of the patient¿s peritonitis event.